Event description:
Caller reported difficulty in pressing the quick bolus/wake button on the pump, which required multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.